Manufacturer narrative:
The account stated that the device will be removed from service and scrapped. No longer to be used. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that while transferring a pt from a stretcher to the bed, the left side foot end caster, folded under the bed, causing the caster tube weld to break.